Manufacturer narrative:
H6 - final analysis - no rate modulated response phantom programming; mechanism - hybrid anomaly; component - anomaly resulted in the sensor self-programming to the "off" mode. The device functions normally with a replacement.

Event description:
Information received from the field notes that the patient stated at a recent office visit that his pacing rate was not incre asing. The sensor was programmed on and the patient was sent home. When the patient was seen agaiin for evaluation the sensor was off. The sensor was reprogrammed on and the patient will be re-evaluated in three months.